Manufacturer narrative:
Corrected data: 510k: updated to k131982, 510k (rfb): required, product brand name: updated to dreamstation bipap pro, model number (rfb): required, model number: updated to dsx600h11c, catalog item identifier (rfb): required, catalog item identifier: updated to dsx600h11c, serial number (rfb): required, serial number: updated to (B)(6), product UDI (rfb): required, product UDI: updated to (B)(4), manufacture date: 8/20/2019, manufacture date (rfb): required.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation; asthma (new or worsening); kidney disease/toxicity and reduced cardiopulmonary reserve. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.